Manufacturer narrative:
(B)(4).

Event description:
During the investigation in manufacturer report #1644487-2015-04778, a replacement usb serial cable for the tablet device was provided to the physician; however, the issues did not resolve. Another serial cable that was known to be functioning normally was used with the suspect tablet device but the issues continued. A replacement tablet device was provided and the suspect tablet device has been returned to the manufacturer where analysis is currently underway.

Event description:
An analysis was performed on the returned tablet and the reported allegation was verified. During the analysis, it was identified that the usb port was damaged which was determined to most likely be user related but ultimately the cause could not be established. As a result, the tablet was unable to establish communication. No further anomalies were identified.